Manufacturer narrative:
Section a3b and a4 : unknown/information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during preloaded intraocular lens insertion, initial advancement was difficult and required slightly more force than usual to start, but it became easier once the lens progressed through the inserter. There was some difficulty delivering the lens into the eye due to a tight thread mechanism. After implantation and aspiration/irrigation to remove residual cortex, a mark on the lens was observed on the right, which was initially mistaken for residual cortex. No medical or surgical interventions were required, except for the potential need for yag (yttrium aluminum garnet) laser posterior capsulotomy in the future. The patient has the implant in the eye, with no complaints, and is doing very well post-operatively. No other information was provided.